Manufacturer narrative:
(B)(4).

Event description:
It was reported that the charger for the remote assistant had caught fire. The device was removed from service and sent to the manufacturer for analysis.